Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose of 570 mg/dl and symptoms of grogginess and extreme thirst. The customer stated she had a back up plan and had treated with the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. There were no air bubbles or leaks found. Insulin exited during a manual prime. All known settings were found to be correct. There were not any instances in the alarm history of insulin not being delivered during this occurrence of high blood glucose. The high pressure test was performed and passed. Upon removal of the customer's infusion set, the cannula was not bent. The customer was advised to change the entire set, reservoir and insulin and to treat for her high blood glucose. The customer was referred to speak with her healthcare provider in regards to her high blood glucose. Nothing further reported.